Event description:
It was reported that the ventilator's upper display was erratic. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the graphic user interface (gui) printed circuit board assembly (pcba). The ventilator passed self-testing.